Event description:
It was reported that a patient underwent a spinal fusion procedure with hardware implantation. At an unknown time, the patient experienced a vertbral fracture. A revision surgery was done to remove the hardware. No further details are known at this time.

Manufacturer narrative:
Updated information received, "fracture occured postoperatively at t2. There was no problem with the implants postoperatively, the revision was done to prolong the instrumentation proximally to stabilize the fracture".

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.